Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited intermittent atrial under-sensing. Programming changes were discussed, no intervention was reported. There were no patient consequences noted.

Event description:
New information received noted that programming changes were performed to resolve the issue. There were no patient consequences noted following the changes.